Event description:
The customer reported that the ventilator did not meet a performance specification while being used on a pt. The mean airway pressure (map) would dump when the high limit thumbwheel switch was changed from 10 to 20 cmh2o. The pt was not compromised.